Manufacturer narrative:
This follow-up MDR is being filed after lumenis obtained the patient's charts from the user facility for review by clinical expert. A review of the reported treatment parameters by a lumenis ophthalmologist concluded the treatment parameters were standard for slt treatment and were not the root cause of the reported event. No device malfunction occurred.

Manufacturer narrative:
Lumenis became aware of multiple adverse event reports after an internet user group discussion began regarding unexpected outcomes to slt treatment for glaucoma. A review conducted by lumenis clinical glaucoma experts concluded the incidence rate of these reports is extremely low and do not affect the risk level of the treatment. Reasonable attempts were made by telephone and email to obtain further information including patients vital history and age, treatment settings, reported outcome however, no further information was provided in addition to the information in the original report. No device malfunction was reported; therefore, no device examination occurred. To the best knowledge of lumenis, the device remains in use at the user facility. A review of device labeling found that risks to treatment are known and occur at a rate of less than 1% of treated population. A review by a lumenis health professional and a glaucoma specialist concluded that insufficient information was provided by the initial reporter to determine a root cause. The healthcare professionals concluded that similar to many surgical procedures slt treatment involves the use of a number of associated devices and medications and that any of these could transmit a viral or bacterial infection. Additionally, the healthcare professionals concluded that the possibility exists that the patients were not appropriate candidates for the procedure or could have had subsequent reactions to the treatments. No device malfunction reported/suspected.

Event description:
It was reported that a patient sustained an adverse reaction post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma.

Event description:
It was reported that a patient was treated with selective laser trabeculoplasty (slt) for glaucoma in the right eye in (B)(6) 2008. Three (3) days post slt, patient complained of blurry clouded vision and was diagnosed with keratitis. It was further reported that the patient was treated by corneal specialist with antibiotic drops and steroids. Patient's keratitis gradually improved, va improved from 20/200 (corrected) to 20/20+. It was further reported that on (B)(6) 2011 patient's vision in the right eye was 20/20+ with mild haze in the cornea. Patient iop throughout this period was reported to be stable.